Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support to report that the erbe integrated electrosurgical unit (iesu) was displaying error c-34 after monopolar activation. The technical support engineer (tse) confirmed the reported issue through log review. After explaining the possible cause of the error, the tse asked the customer to reduce the energy levels. Following the performed action, the customer advised that the system was working intermittently. The tse then instructed the customer to try a different energy mode, such a coag classic, as it could potentially resolve the issue. The customer elected to use another vision side cart (vsc) as another system was available. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report.